Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was noted at the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 217mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.